Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open lobectomy procedure, the original cartridge was loose on the jaw from the beginning. However, the device was fired and the firing was completed without any problems. When another cartridge was loaded into the device, it was also loose, but the device was used as-is to complete the case. There were no adverse consequences to the patient.

Event description:
Patient was revised to address tibial loosening.

Manufacturer narrative:
(B)(4).